Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced lead migration. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the entire system was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.